Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beep tones and displayed a message that indicated it was had undergone a reset.